Manufacturer narrative:
(B)(6). This report is for an unknown plate/unknown lot. It is unknown if the device was implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the surgeon had inserted 3.5mm locking screws in the plate and after he observed that screw length was not correct. He then decided to remove the screws. While removing the locking screws, the outer threading pealed out; this happened with four (4) locking screws. It was reported there was a fifteen (15) minute delay in the procedure. This report is for an unknown plate. This is report 5 of 5 for com-(B)(4).